Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 25th of november 2023 and 25th of may 2024 recorded an initial stable pacing impedance of 600 ohms with a drop to <200 ohms in may 2024 until the end of the recording period. Furthermore, a gradually increasing shock impedance from 65 ohms to 75 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. The provided x-ray image could not be analyzed due to poor quality. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing was noted on this lead. It was capped and replaced by a new one. Should additional information be received, this file will be updated.